Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08730 inches. No excessive no delivery alarms noted. No displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with stripped battery cap coin slot (p). Unit received with broken off piece at the battery tube threads.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of 1400 mg/dl at the time of the incident. The customer was at 134 mg/dl at the time of the call. The customer was given manual injections and intravenous fluids to treat. The customer went as low as 16 mg/dl after treating the high. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering. Troubleshooting was completed but did not resolve the issue. The customer mentioned a stripped battery cap. The insulin pump will be returned for analysis.